Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient had been admitted to the hospital. Hospital staff reported that the patient had skin breakdown underneath the lifevest cables. Some of the patient's skin was broken open. A nurse at the hospital reported that a wound care specialist would be evaluating the patient. During a follow-up a nurse reported that the wound showed some improvement without the need to apply any sort of medication. It is unknown if the wound care specialist provided any medical intervention.